Manufacturer narrative:
Age at time of event - 18 years below. Patient identifier: (B)(6). Device evaluated by MFR.: p elite ous mr 32 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified a complete break at 55 cm distal to the strain relief. Multiple hypotube kinks were also identified. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 26-mar-2021. It was reported that crossing difficulties were encountered. The target lesion was located in the ductus arteriosus. A 32 x 3.50mm promus elite mr drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed hypotube detached/separated.